Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing and low amplitude p waves were noted on the right atrial (ra) lead on stored electrograms (egm). It was noted the device was "in and out" of mode switch. The lead remains in use. No patient complications have been reported as a result of this event.